Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was used during a bile duct stone removal procedure performed on an unknown date. According to the complainant, during the procedure, the balloon diameter was noted to appear relatively small, so the balloon was inflated more than specification. While attempting to remove a stone, the balloon part of the device separated from the shaft and fell off inside the bile duct. Computed tomography (CT imaging) was performed but could not confirm the detached part. Endoscopic nasobiliary drainage (enbd) tube was also placed. The procedure was not completed due to this event. At a later date, the enbd tube was removed, and the detached part is still not confirmed by CT imaging. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The patient is under observation but aggressive treatment for the detached part is not planned.